Event description:
As reported by our ewards lifesciences affiliate in germany regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by right transfemoral approach, during the procedure, when the commander delivery system with crimped valve was advanced through esheath, before exiting the tip of the esheath, it perforated the esheath causing a rupture of the abdominal aorta. The valve dislodged from the delivery system. The patient went into hemorrhagic shock, so contralateral access was obtained, ballooning of the aorta to control bleeding performed, and patient stabilized without need for resuscitation maneuvers. Then, 7 stents were implanted in the abdominal aorta, and the sapien prosthesis was deployed in abdominal aorta through stenting. During the procedure there was mass transfusion of blood products and ffp, and va-ECMO support, patient transferred intubated but stable to ICU. Later the patient passed away.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for thv dislodged off balloon and subsequent great vessel perforation was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''when the commander delivery system with crimped valve was advanced through esheath, before exiting the tip of the esheath, it perforated the esheath causing a rupture of the abdominal aorta. The valve dislodged from the delivery system.'' Per procedural manual, ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'' and ''if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace''. Pulling the crimped valve through the sheath can cause the valve apices to interact with the sheath liner or vasculature resulting in the thv dislodging from the balloon. As such, available information suggests that procedural factors (valve caught on sheath/anatomy) may have contributed to the thv dislodging off balloon. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath and delivery system insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, investigation results suggest/indicate patient factors (access vessel diameter 5.3mm at some segments, which is below the minimum requirement of 5.5mm for a 26mm sapien 3 ultra) could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.